Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had an ischemic stroke with hemorrhagic conversion. The patient has a history of middle cerebral artery stenosis. The patient was administered medication and is rehabilitating and continuing with occupational therapy.